Event description:
Patient developed a staph infection, and was treated. The pt resolved without any ongoing issues.

Manufacturer narrative:
The portrait psr3 is non-contacting, and unlikely to cause an infection. A physician's guide and pt guide were released in april 2008 providing additional post care recommendations. The guides were delivered to the site april 18, 2008, after this procedure was completed.